Manufacturer narrative:
The sample was received for evaluation on 11 july 2007. Upon completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain add'l info regarding this incident.

Event description:
The piping detached from the drip chamber while in-situ on the pt, leaving the pt un-monitored.